Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What was the appearance of the suture during the second procedure? Was there any stressing factors that could lead to the suture breakage post-operatively (patient fell, coughed...) What is the patient current status? Additional information was requested and the following was obtained: please find the further information I can provide at this time: product lot # -representative was not in attendance and product packaging was discarded therefore lot # is unknown if applicable, will product be returned, return date, tracking information - product was discarded and will not be returned what is physician¿s opinion as to the etiology of or contributing factors to this event - surgeon could not determine the exact etiology of this suture event, however stated that it was either pa placement error that closed the incision or product failure. What is the patient current status? - patient had ethibond used to reclose the joint capsule on the knee and is recovering. I can receive more information on the status of the patient once I return to my territory on 02/13/2017.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on unknown date and the barbed suture was used. During the physical therapy, around one week after the procedure, the patient experienced a series of pops in their knee. Upon examination in the operating room the surgeon claimed that the barbed suture utilized on the joint capsule was broke in four to five areas and the joint capsule was opened. However, subcutaneous layer was intact. The barbed suture was removed and the joint capsule was re-closed with other suture. It was also reported that the patient is recovering. The surgeon opined that it was either pa placement error that closed the incision or product failure. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? -normal what was the appearance of the suture during the second procedure? -during the second procedure it was found that the stratafix suture was ¿broken in 5 different places¿ in the patient¿s fascial layer was there any stressing factors that could lead to the suture breakage post-operatively (patient fell, coughed...)- patient was in physical therapy post op when she felt a series of ¿pops¿ in her knee, which then prompted dr. To schedule a second procedure to find what went wrong. No incidents of falls or otherwise irregular complications occurred other than normal physical therapy exercises. What is the patient current status?- patient is currently recovering from surgery.